Event description:
It was reported to philips that the heartstart xl defibrillator failed to shock during synchronized cardioversion. There as no negative patient impact. The customer stated they used another defibrillator and were able to discharge and convert the patient successfully.

Manufacturer narrative:
(B)(4).